Event description:
Reportedly, on (B)(6) 2011, after 21 months of implantation the physician observed that the battery voltage abruptly decreased since the last f/u and that the elective replacement indicator (eri) was reached. The physician requested an explanation about such behavior.

Manufacturer narrative:
On (B)(4) 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.